Event description:
It was reported that the patient had a revision surgery approximately eleven years post implantation due to loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Notification date was updated. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: metasul ldh, head adapter, l, +4, taper 12/14-18/20, item# 01.00185.147 , lot# 2356257. Metasul ldh, head, 52, code r, taper 18/20, item# 01.00181.520, lot# 2377617. DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: patient underwent revision due to loosening. Conclusion: no further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately eleven years post implantation due to loosening. Attempts to obtain additional information have been made; however, no more is available.